Event description:
The manufacturer received information alleging a ventilator alarmed and stopped working while the device was in patient use. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that allegedly alarmed and stopped working while the device was in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power board was replaced to address the issue.